Event description:
Customer's daughter reported a delivery issue involving a replacement adc blood glucose meter. Caller further reported that on (B)(6), 2013 customer experienced swollen feet, blurred vision, chills, sweating and fatigue. Customer's daughter gave customer orange juice and chocolate. Customer then self-presented to his healthcare provider and was diagnosed with hypoglycemia. Customer was treated with glucose via injection, in addition to having adjustments made in the doses of his insulin and unspecified anti-hypertensive medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The complaint involved a delivery issue hence no product investigation will be undertaken. The serial number of the replacement meter is unknown. Therefore the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.